Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the guide wire for a 4.0 cannulated screw break off into a patients bone and was not retrieved. The surgeon stated this had happened many times before. The broken piece of the wire was left in the bone, as it did not affect outcome and retrieval would need a second incision. There was no surgical delay. The procedure was successfully completed. There was patient consequences. Concomitant reported: 4.0mm cannulated screw (part# unknown; lot# unknown; quantity 1). This report is for one (1) 1.25mm guide wire. This is report 1 of 1 for complaint (B)(4).